Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at pre-discharge check, high left ventricular (lv) lead threshold measurement was observed at 4.5 volts (v) from around 2v at implant. Further, lv sensing also increased to 17 millivolts (mv) from 7 mv. Boston scientific technical services (ts) reviewed that the strip and discussed that loss of capture (loc) at 4.0 v was noted while the underlying rhythm was at 60 beats per minute (bpm). In addition, ts recommended getting a surface electrogram (egm) and chest x-ray to evaluate lead position. Additional information was received indicating that the lead might have slightly moved but was not noticeable on x-ray. No other intervention was performed at this time. No adverse patient effects were reported. The system remains in service.